Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient did not get good coverage with their ins since being implanted. The x-ray showed good placement of the patient's lead. The cause of the patient not having good coverage was unknown. The patient had multiple reprogramming sessions for better coverage, but was unsuccessful. The issue has not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that their remote was dead and it was reviewed that the patient would need to charge it before putting their device into MRI mode. The patient also mentioned that they had not been using their device as it had not been working. The patient stated that they had been getting all these adjustments to get it done properly, however that had not helped. The event occurred since implant (B)(6) 2019. No further complications were reported/anticipated.